Event description:
The customer reported that following a radiology procedure in 2001, a vasoseal es was deployed. During deployment the sheath separated from its hub and remained in the patient's tissue tract. The physician was unable to retrieve it. The pt returne to the hosp later in 2001 for a femoral cutdown procedure to remove the sheath. No further complications were reported.